Event description:
It was reported that at 164,400 joules while using the surgical fiber during a prostate procedure, the fiber was observed to exhibit poor vaporization efficiency and a broken cap. The case was completed using an alternate procedure (turp). There was not patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the glass cap is fractured proximal to the bevel edge; there is no sign of melting of the cap; the fiber proximal to fracture can rotate independently of metal cap; the heat shrink tube open end is slightly twisted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.